Event description:
It was reported that the user experienced an ¿unable to proceed¿ condition during a supply change and rewind, consistent with a consecutive stalled motor alarm, after multiple restarts and supply removal; an additional restart via the app and a dry run were attempted but the rewind remained unsuccessful, and a replacement device was arranged. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health or hospitalization. Investigation included remote troubleshooting and user-guided restart attempts. Investigation of this case revealed a failure to complete rewind consistent with a motor stall during pump operation. It was concluded, based on previously established findings for similar reports, that the cause was unknown pending device evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.